Event description:
The customer reported via telephone call that she received a no delivery alarm from the insulin pump. The customer did a complete set change and received another alarm while attempting a bolus. The blood glucose reading was 220 mg/dl. The customer was assisted in performing a 5 unit fixed prime with the insulin pump disconnected. The customer reported that the insulin did exit and that the insulin pump alarmed for no delivery. The customer was advised to remove the reservoir and to disconnect and reconnect the reservoir and infusion set and push insulin slowly through the tubing and the customer reported that insulin did exit, but with greater than normal resistance. The customer reported that it was the second time she had issues with the sets and reservoirs. The customer was advised that the reservoirs would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.